Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer¿s blood glucose reached 174 mg/dl. Tandem technical support (cts) discovered the customer was not practice the proper air removal technique. Cts reminded the customer the proper loading technique. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.